Event description:
The patient was polymedicated and started treatment with lioresal intrathecal for an unspecified indication on an unknown date. The dose was not reported. On (B) (6 )2009, the patient had a pump refill. A little time later, about 3pm, the patient experienced fainting and convulsions. On an unspecified date, the patient's blood pressure was 640/350 cmhg, glasgow coma scale was 3 and there was an atrio-ventricular block of 1st degree. On an unspecified date, an orotracheal intubation was performed on the patient. An electroencephalogram revealed multiple spike complex wave burst associated with clonism. On an unknown date, the patient experienced prolonged coma which persisted following sedation withdrawal. On (B) (6) 2009, the patient's brain CT scan showed sequela ischemia focus. On (B) (6) 2009, electroencephalogram reveled some multiple spike complex bursis interspersed with clear and long hypoactivity periods. On (B) (6) 2009, determination of baclofen in cerebrospinal fluid was performed after lumbar puncture, which was 100 ng/ml. Intrathecal pump was withdrawn (B) (6) 2009 and from the same day, recovery of awareness with eyes opening was noted. After total wakening, neurologic state with spastic paraplegia was found, which was confirmed to previous status according to the patient. The outcome of the event was not reported. It was concluded that the coma was probably due to lioresal during pump refilling.

Manufacturer narrative:
(B) (4).